Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a solder bridge that made intermittent contact in the piezo alarm assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.